Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the gastrointestinal videoscope exhibited foreign material adhered to the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: water blow off failure. Foreign material adhered on objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the foreign matter could not be established. The suggested phenomenon was confirmed - however, the foreign material found on the objective lens was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The root cause of the "insufficient air to clear water" was due to the aforementioned foreign matter, which caused water droplets to easily remain on the objective lens surface, resulting in the suggested phenomenon. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.